Event description:
It was reported that the customer had the insulin pump settings stuck in a different language. Customer needed assistance changing the language settings to english. Customer's blood glucose level was 309 mg/dl at the time of the call. Customer stated there may be physical damage to the insulin pump. Customer also reported that over the weekend there were issues with the insulin pump's screen going black and showing the blood glucose level as 500 mg/dl. However, customer's blood glucose level was 114 mg/dl at the time the screen malfunctioned. Customer denied replacement for the insulin pump. Customer was advised to call back for a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was set to the english language properly. The insulin pump had intermittent button response due to corroded keypad traces. No button response due to corroded keypad traces. No button error alarm was noted. No cloudy display was noted during testing. The insulin pump was received with a cracked case on display window corners, minor scratches on the display window and a cracked reservoir tube lip.